Manufacturer narrative:
An event regarding anterior knee pain whereby the triathlon femoral component was revised for an unspecified reason was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is noted that pain is a symptom rather than the cause of the issue the patient is experiencing. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient presented to dr. (B)(6) with anterior knee pain, her patella was not resurfaced. Dr. (B)(6) resurfaced the patella and revised the femur.

Event description:
Patient presented to dr. (B)(6) with anterior knee pain, her patella was not resurfaced. Dr. (B)(6) resurfaced the patella and revised the femur.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer because the hospital retained. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer